Event description:
It was reported that both atrial and right ventricular leads experienced high/unstable/unmeasurable threshold, and showed evidence of fracture. Both leads were explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the proximal conductor was fractured. It was noted that the proximal conductor was distorted and stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation was pulled apart due to overstress, had cosmetic environmental stress cracking, was breached cut and had a cosmetic depression, all insulators were breached depression, there were cut tines/lobes and the lead was stretched. (B)(4) the full lead was returned in segments, analyzed and the outer insulation was found to be breached due to clavicle-rib crush. It was noted that all conductors were distorted, the proximal conductor was distorted, all conductors were cut, the proximal conductor was cut, all conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the distal conductor fractured due to overstress, the inner insulation was breached due to clavicle-rib crush, the outer insulation was pulled apart due to overstress and had cosmetic environmental stress cracking, the lead appeared crushed, the outer insulation was torn, all insulators were breached cut, there was a white substance on the inner insulation and the outer insulation had a cosmetic depression.